Manufacturer narrative:
The autocon was evaluated; when unit was activated, alarm went off indicating activation time exceeded. It was found that the bipolar resection module that attaches to the unit had shorted out.

Event description:
(B)(4).